Manufacturer narrative:
The initial reporter did not provide her info or product info. It's not possible to determine the MFR date without the product info.

Event description:
The advocate stated the customer received a blood glucose reading of 417 mg/dl from his contour and a reading of 180 mg/dl from another meter at the hospital. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Further info could not be obtained.